Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in 2010, a partial lead perforation causing increase in capture threshold was seen via x-ray. At that time the lead was left in placed and monitored. At a recent device change out, intermittent noise possibly due to diaphragmatic activity was observed on stored egm. Physician reprogrammed the device and will continue to monitor.